Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on the her back. It was reported the patient had bedsores on her body and under the lifevest. The irritation was described as pink with drainage present. There was no alleged device malfunction contributing to the irritation. The patient used solution for the bedsores and the follow up indicated the irritation remained the same